Manufacturer narrative:
The device was received by the MFR for investigation. According to the investigation, the bearings were corroded. The device was repaired and returned to the account.

Event description:
It was reported that the handpiece was overheating. There was no pt involvement and no reports of adverse consequences associated with this event.